Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5568 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient came to the office with complaint of "intermittent shocks". Interrogation showed a ventricular lead warning. The right ventricular lead was tested and the patient complained of "shocks" during threshold testing. Testing showed lead noise and low pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.